Manufacturer narrative:
Conclusion damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the reported incomplete insertion is a reason for the lack of benefit. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient only had 6 electrodes inserted in the cochlea with a standard array only electrodes 1-2-3-4 could be included in the map.

Event description:
The pt's first surgery was (B)(6) 2008. Second surgery was performed on (B)(6) 2010 and only 6 electrodes had been inserted in the cochlea. Only electrodes 1-2-3-4 could be included in the map. Re-implantation is scheduled.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.